Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar that was consistent with torque damage. Due to the damage at the collar, the inner diameter (ID) could not be measured at the collar, however; the tip ID was measured and was within specification. Functional testing could not be done, due to the damage at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15 february 2018. It was reported that another device failed to pass through the catheter. A 6f guidezilla¿ ii pv long guide extension catheter was selected to be used in an endovascular treatment below the knee. When the physician attempted to insert a boston scientific coyote 3-220 balloon catheter, it became stuck inside of this device. Therefore, the use of the guidezilla device was discontinued and the treatment was continued using the coyote. No patient complications were reported and the patient's condition after the procedure was stable. However, device analysis revealed a partial separation at the collar.